Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to the guidewire would not travel through the lead tip as expected. Another lead same model was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated if there is any further relevant information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the lead noted body fluid within the lumen of the lead, which confirmed the guidewire insertion difficulty and device obstruction allegations during the implant. An attempt to insert a new stylet during laboratory testing was unsuccessful, due to the body fluid within the lead lumen. Boston scientific left ventricular leads are open lumen leads. Blood can enter into the lumen during the implant process prior to device attachment. In this case, it appears that blood infiltrated the lead lumen, dried, and formed a clot that made guidewire insertion/removal difficult.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to the guidewire would not travel through the lead tip as expected. Another lead same model was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated if there is any further relevant information upon completion of analysis.